Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos show the phse product label, the code cannot be read due to the photo being distorted when magnified. No conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and mesh was used. The customer reported the implant was used and is implanted in a patient. There is nothing wrong with the implant, but there is a problem with the packaging. The barcode on this lot number is not scannable. The 2d barcode which contains the UDI was smeared; a printing issue. Additionally, there is a problem with the data in the gudid. If the catalog number is used, there should be 3 entries not 1 entry in the gudid. There should be an entry for phse and phse1 and phse 6. There is not one catalog number but three. The barcode on the package was unscannable using several applications including gs1s validation scanning application. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device packaging. To date it has not been returned. If the device packaging or further details are received at a later date a supplemental medwatch will be sent. (B)(4).